Event description:
It was reported that the patient experienced chest pain, shortness of breath, and lightheadedness. Lead trends showed the right ventricular (rv) lead decreased in sensing amplitude. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.